Event description:
Customer reports 1 fiber leak occurred in the middle of treatment on dry pack dialyzer. Confirmed with hemastix. Treatment was discontinued. No pt injury or medical intervention reported.